Manufacturer narrative:
Sample collection and centrifugation data were not provided. Qc was within established limits before the event. Bci field service engineer (fse) replaced cracked electrode housing and dirty collar wash.

Event description:
A post-mod glucose customer obtained three (3) erroneous glucose (glucm) results, generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were not reported out of the lab. Samples were retested and reports were amended. There were no reports of change to patient treatment or diagnosis associated with this event.